Event description:
It was reported during a surgical procedure to implant a second lead for right side stimulation, the pt stated she was in pain and requested her physician end the procedure. The physician abandoned the implant procedure. The pt also requested to have her scs system explanted. Three days after the abandoned procedure, the pt stated her right leg was numb. The physician instructed the pt to go to the ER which the pt did. The pt stated she was released from the ER the same day but did not provide what treatment was given. Pt states right leg numbness has lessened. Although, pt states she does want her scs system, she plans to pursue surgical intervention to implant a second lead for right side stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.